Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction happens again, which the caller understood.